Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks that she may have pressed something that caused her blood glucose to go high. She stated that her basal settings are not in the pump. She did a set change and said that her blood glucose was 415 mg/dl. During troubleshooting, it was found that the customer was running a pattern and assisted her with turning it off. She was assisted with programming a standard basal. The customer was offered to troubleshoot for her high blood glucose but she declined because she said that she knows that she accidentally changed her basal rates. The insulin pump will not be returning for analysis.